Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that guidewire fracture occurred. A 185cm pt2 light support guidewire was selected for use. However, during the line implantation procedure, the guidewire was broken. The device was removed without causing any harm to the patient. The device was replaced, and the procedure was completed. No further details were provided.